Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device not inflating. Cylinders and pump explanted and replace. Reservoir was left implanted and a new reservoir was implanted. No information about the patient outcome is available at the moment.